Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the bottom luer lock. This occurred while connecting an intravenous (IV) line primed with sodium chloride 0.9% to the saline lock and when they started the infusion, fluid began to leak out of the bottom luer lock (most proximal to the patient), despite nothing being attached to it. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: one (1) actual sample, one (1) companion sample, and one (1) photograph were received for evaluation. The returned photograph was reviewed, and the reported issue was confirmed. A visual inspection was performed on the returned samples, and all components were correctly placed and according to specifications. No defects were observed that could generate the reported condition. Pressure test and clear passage underwater testing were performed, and it was noted that there was a leak at the clearlink y-site. An autopsy was performed to the third y-site clearlinks of both samples, and on one sample there was a hole at the supplied component gland, and on the other sample there was damage at the component post. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.